Event description:
It was reported that the ventilator was not reading correct values of o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to field service engineer, no service was requested and no information has been received about how the problem was solved. Evaluation of the received logs. The logs reveal low o2 concentration alarms dated 2022-08-17. The ventilator passed pre-use check prior the event. Technical error was generated indicating a communication error. According to the service manual the technical error code 55 can resolved by: 1. Replace the control cable. 2. Replace b740 cpu or the complete user interface. Due to lack of information, the root cause of the reported low o2 concentration could not be determined.